Manufacturer narrative:
The reported event of low defibrillation impedance was confirmed. Only a connector portion of the lead was returned for evaluation. Final analysis found external insulation abrasions at 6.9 cm ¿ 8.0 cm and 10.5 cm ¿ 10.7 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that the patient experienced arrhythmia and no therapy was delivered. Patient presented in-clinic for a check-up. Upon review, the right ventricle lead exhibited low defibrillation impedance. Due to the out of range impedance, an alert occurred for over current detection operating mode (ocd) on (B)(6) 2021. The device aborted the high voltage therapy. The ocd alert occurred when the device checked the high voltage circuitry and detected excessive current during high voltage delivery. On (B)(6) 2021, the patient deceased.